Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer 3 rails had broken and failed to open. A field service engineer (fse) replaced the slide rails on the full-height main drawer 3 and verified proper operation by opening and closing the drawer through storage space configuration settings, confirming it functioned smoothly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 3, a full-height cubie drawer, was identified with broken rails and would not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.